Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('coils were not in my tubes/coils migrated to uterus') and embedded device ('essure is embedded in your uterus'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "I ended up having a baby". The patient's medical history included: multigravida and parity 5. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), genital haemorrhage ("constant bleeding"), loss of libido ("my sex drive is gone") and pelvic pain ("aches and pains"). And was found to have a pregnancy with contraceptive device ("I ended up having a baby because the coils migrated"). At the time of the report, the device expulsion, embedded device, genital haemorrhage, loss of libido and pelvic pain outcome was unknown. And the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported, as a live birth of a healthy child. The reporter considered device expulsion, embedded device, genital haemorrhage, loss of libido, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient scheduled for hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, information from social media received: added new events: pregnancy with contraceptive device and device ineffective. Relevant medical history added. Event pt updated: from device dislocation to device expulsion. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils were not in my tubes/coils migrated to uterus') and embedded device ('essure is embedded in your uterus') in an adult female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "I ended up having a baby". The patient's medical history included multigravida and parity 5. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), genital haemorrhage ("constant bleeding"), loss of libido ("my sex drive is gone"), pelvic pain ("aches and pains") and arthralgia ("hip pain") and was found to have a pregnancy with contraceptive device ("I ended up having a baby because the coils migrated"). The patient was treated with surgery (fallopian tubes remove). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, genital haemorrhage, loss of libido, pelvic pain and arthralgia outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered arthralgia, device expulsion, embedded device, genital haemorrhage, loss of libido, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient scheduled for hysterectomy. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received: reporter added. Event hip pain added. On 22-jun-2020: mr received: lot number and reporters were added. Fu 9 and 10 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils were not in my tubes/coils migrated to uterus') and embedded device ('essure is embedded in your uterus') in an adult female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "I ended up having a baby". The patient's medical history included multigravida and parity 5. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), genital haemorrhage ("constant bleeding"), loss of libido ("my sex drive is gone"), pelvic pain ("aches and pains") and arthralgia ("hip pain") and was found to have a pregnancy with contraceptive device ("I ended up having a baby because the coils migrated"). The patient was treated with surgery (fallopian tubes remove). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, genital haemorrhage, loss of libido, pelvic pain and arthralgia outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered arthralgia, device expulsion, embedded device, genital haemorrhage, loss of libido, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient scheduled for hysterectomy. Lot number: b53031 manufacturing date: 2013-07 expiration date: 2016-07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils were not in my tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("constant bleeding") and loss of libido ("my sex drive is gone"). At the time of the report, the device dislocation, genital haemorrhage and loss of libido outcome was unknown. The reporter considered device dislocation, genital haemorrhage and loss of libido to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation. Concerning the injuries reported in this case, the following ones were reported via social media: genital haemorrhage, loss of libido quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils were not in my tubes') and embedded device ('essure is embedded in your uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), genital haemorrhage ("constant bleeding") and loss of libido ("my sex drive is gone"). At the time of the report, the device dislocation, embedded device, genital haemorrhage and loss of libido outcome was unknown. The reporter considered device dislocation, embedded device, genital haemorrhage and loss of libido to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: newly added events- embedded device, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils were not in my tubes') and genital haemorrhage ('constant bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and loss of libido ("my sex drive is gone"). At the time of the report, the device dislocation, genital haemorrhage and loss of libido outcome was unknown. The reporter considered device dislocation, genital haemorrhage and loss of libido to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation. Concerning the injuries reported in this case, the following ones were reported via social media: genital haemorrhage, loss of libido no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.